Event description:
Reporter indicated a vns pt was having increased seizures since (B)(6) 2010. The pt was also having fever at the time of the seizure increase. The seizures have improved since the addition of a new medication. Attempts for further information are in progress.